Event description:
An international distributor reported their customer's AED is flashing red and prompting a "replace battery pack now warning". The customer did not report this occurring during patient use.

Manufacturer narrative:
Review of the log files could not confirm the reported issue. Although requested, the battery pack has not been returned and the cause of the complaint is not known.